Event description:
It was reported that bd vacutainer® sodium heparin (nh) blood collection tubes had micro clots. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 366480, batch no. 8099579. Email received inquiring on an complaint, stating 3 occurences of micro-clotting in nahep tube were observed. Email stated, - "hello, we recently collected blood from normal healthy donors into nahep vacutainer tubes. Within 30-60 minutes of the draw, the client picks up the tubes for their research. The tubes processed in the first 12hrs were fine, but at 24 hours 2 of the 6 tubes had some micro-clotting and at 48 hours a 3rd tube had micro-clotting. The client claims the tubes were stored at room temp on a slow rocker. Do you have any suggestions as to why micro-clotting would occur at 24hrs and 48hours? Thank you".

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated, along with retention samples selected from bd inventory and upon completion, no issues were observed relating to clotting as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Additionally, bd technical service has conducted troubleshooting to the customer and reviewed potential root causes of microclotting. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for clotting with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sodium heparin (nh) blood collection tubes had micro clots. This occurred on 3 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: ¿material no. 366480, batch no. 8099579. Email received inquiring on an complaint, stating 3 occurences of micro-clotting in nahep tube were observed. Email stated, - "hello, we recently collected blood from normal healthy donors into nahep vacutainer tubes. Within 30-60 minutes of the draw, the client picks up the tubes for their research. The tubes processed in the first 12hrs were fine, but at 24 hours 2 of the 6 tubes had some micro-clotting and at 48 hours a 3rd tube had micro-clotting. The client claims the tubes were stored at room temp on a slow rocker. Do you have any suggestions as to why micro-clotting would occur at 24 hrs and 48 hours? Thank you".